Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tubing was used during surgery, and it was found that the tubing did not connect to the port of the device during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.